Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, inflammatory response, kidney disease/toxicity, reduced cardiopulmonary reserve. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Manufacturer narrative:
This notification was reviewed by the pms clinical expert as serious injury due to patient reporting kidney disease/toxicity and reduced cardiopulmonary reserve. No other clinical information or medical interventions were reported. In this report, section h - type of reported complaint, health impact code, evaluation method, evaluation results, component code and conclusion code has been updated.